Manufacturer narrative:
Product event summary: the data files and balloon catheter, 53951 were returned and analyzed. The data files showed 10 applications were performed with a balloon catheter on the date of the event. The files did not show any system notices. Visual inspection of the balloon catheter showed the push button luer was broken and leaking. Smart chip verification showed that the catheter was not used. In conclusion, the broken luer issue was confirmed through testing but not through data analysis. The balloon catheter failed the inspection due to the broken push button luer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the luer connector of the balloon catheter broke. The balloon catheter was re placed and the case was completed with cryo. No patient complications have been reported as a result of this event.